Manufacturer narrative:
The device was disposed, therefore, no direct product analysis could be performed. The manufacturing records for top assembly batch 7274755 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
Same case as manufacturer report number 6000093-2005-01404. It was reported that during a ptca procedure involving a heavily calcified lesion in the lad, the ranger balloon lost pressure at 10 atms. The ranger balloon was being used to pre dilate the lesion. No patient injuries or complications were reported.